Event description:
Product analysis of the vns generator was completed. Results of diagnostics testing indicated the device was operating properly. Electrical testing showed that the pulse generator was operating within specifications. The mechanical / dimensional aspects of the lead hole in the generator were evaluated with both an insertion reference gauge and two different lead models, and no anomalies were observed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the as-received generator decoder analysis indicates the generator was programmed on to 0.25ma/ 20hz/250pulsewidth/30sec on/5min off, likely on (B)(6) 2012. There was an impedance change from 14232 ohms to 21561 ohms on (B)(6) 2012, which is approximately 3 weeks after the explant. However, as the generator was programmed on, it has been attempting to deliver current to an open load. It is possible that vns diagnostics were not performed prior to programming the generator on, which would result in high lead impedance as the internal impedance had not been cleared. However, it was reported repeated diagnostics tests were done during the surgery which resulted in high impedance. All attempts for additional programming history have been unsuccessful to date.

Event description:
Reporter indicated that during an initial vns generator and lead implant surgery, high lead impedance was repeatedly obtained after lead pin reinsertions and repositioning. A new generator was opened and attached to the same lead with normal impedance results. The suspect generator has been returned and is pending analysis.